Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the salem sump. The customer reports that the valve does not drain the gastric contents adequately. However, when the valve is removed, the nurse is able to manually aspirate the gastric fluids with a blub syringe. It was not reported that the fluid was backing up into the "pigtail" (valve). The valve is not allowing air to flow into the pigtail. Even though suction appears to be getting to the canister, the canister collapses. Additionally, gastric contents are draining from the pigtail even when the canister is not full which may create a potential opportunity for the pt to aspirate.